Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. On (B)(6) 2022, fluoroscopy was performed and no issues were noted. No changes or intervention was reported. The patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.